Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that atrial tachycardia response (atr) events were observed recently with this system and the atrial channel appears to demonstrate noise and oversensing due to interaction with the minute ventilation (mv) feature. Additionally, some atrial pacing impedance measurements were less than 200 ohms. A boston scientific technical services consultant informed the caller that when atrial impedance measurements are out of range and the respiratory rate trend (rrt) feature is programmed on, the rrt can potentially detect the signal resulting in oversensing. The consultant recommended programming off rrt and evaluate the atrial lead further. The patient has not been feeling well due to a critically ill family member. No adverse patient effects were reported.